Event description:
It was reported that during device implant procedure, the setscrew would not lock onto the atrial lead. The physician attempted multiple times to engage the wrench into the grommet without success. A second wrench was attempted. The setscrew was removed and reattempted without success. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).